Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. It was noted that the amplitude had decreased and the patient had phrenic stimulation in all positions. A follow-up appointment was scheduled for troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.